Event description:
It was reported that during attempted implant high, out of range, pacing lead impedance was noted. Oversensing due to cross-talk was also noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.